Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (5 mg/ml at 1 mg/day) via their implanted pump. The indication for use was non-malignant pain. On (B)(6) 2016 it was reported that two days after surgery ((B)(6) 2016) the patient started developing redness on their skin around the pump. It was noted that the pump had been implanted on the patient's left buttock. The patient had their white blood cells checked, they were normal. The patient was not running a fever, the redness had developed on their skin over the pump and extended down the left buttock and over to the left hip. It was described as "red, swollen and warn to the touch." The patient was given benadryl and steroids in case there was an allergic reaction to tyrx and was being treated with post op antibiotics. It was noted that the patient was alive with no injury at the time of the report and no intervention had been planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.